Manufacturer narrative:
Pump was received with compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unit had missing end cap sticker, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 227 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.